Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022, the infusion set's tubing detached from the connector and this issue occurred with three infusion sets. Therefore, the patient's blood glucose level was 400 mg/dl at the time of this event. Moreover, the infusion set had been used for 3 days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.